Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the snake wrist cover torn. The tear measured roughly 0.505." No sign of missing fragment confirmed. Instrument was placed on an in-house system, passed recognition and engagement, clamped, fired, and unclamped as expected. The instrument moved intuitively with full range of motion in all directions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a sureform stapler 60 instrument was stuck. It is currently unknown if the instrument was clamped on a tissue. No other instrument was provided at this time.